Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0347 on date not available many years later the patient has suffered significant harm, conscious pain and suffering, physical injury and bodily impairment resulting permanent physical deficits, permanent impairment and other sequelae, all likely to continue manifesting in the future. No further information has been provided.